Event description:
The devices were used during a laparoscopic burch procedure. Reportedly, the first device did not inflate. The second device, the balloon broke. Another device was used to finish the procedure. No pt injury was reported.